Event description:
Information was received from a patient with an implantable pump for unknown indications for use. It was reported that since they got the pump a year ago in (B)(6), it had been taking a real long time to get to 90% on the application. The patient stated that normally it was real quick, but the more they used it between visits, the more it gradually got worse. The patient mentioned that they took the pump 7 times a day, and it added up. During the call, patient services walked the patient through clearing data. The patient was able to successfully connect to the pump and request/receive a bolus. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
B3: event date is year valid. Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh90t01 lot# serial# (B)(6) implanted: explanted: product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.